Manufacturer narrative:
(B)(4). Eval, results: device fired through lockout, returned empty, broken jaw at bifurcatio. The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation making the device non functional. Evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Furthermore, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.

Event description:
It was reported that during a lap gastrectomy, the jaws did not open at the firing on the blood vessel. The jaws were opened by pulling the trigger from the handle by hand and the device was released from the patient. There was no damage on the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had been fired without feeding a clip at the time of event.